Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the hypogastric artery using a pod coil and a lantern delivery microcatheter (lantern). During the procedure, after advancing the pod coil approximately halfway into the lantern, the pod coil would not advance any further. The physician made multiple attempts to advance the pod coil; however, it was unsuccessful. Therefore, it was removed. The procedure was completed using a new pod coil, a ruby coil, and the same lantern. There was no report of an adverse effect to the patient.